Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) checked the module and found a blocked solenoid valve in the cell rinse, which caused random droplets to enter the cells. He cleaned the valve and confirmed that the module was performing according to specifications. The investigation determined that a component malfunction (a defect in the cell rinse unit) had caused the event. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable albumin gen.2 (alb2) assay and other assay results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. One example of discrepant results was provided: the initial alb2 result was 0.3 g/dl. The repeat result was 2.30 g/dl. The repeat result was reported to the patient, in line with the patient's clinical history.